Manufacturer narrative:
Additional narrative: device manufacture date: the device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the tip on the twist drill burr device broke right after it was attached to the short attachment device. It was reported that there was no delay in the procedure due to the event. It was not reported if a spare device was available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The device was examined and photographed using 40x magnification. An assessment was performed on the external features of the device, and it was observed that the tip of the cutter was broken. It was determined that the assignable root cause of the condition was excessive lateral or side to side force. This was further defined as misuse, abuse, and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The previous report stated the date of manufacture (dom) was unknown. The dom has been updated to reflect the date (sep 14, 2015) the device was manufactured. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.